Manufacturer narrative:
Full UDI# provided. Additional information was requested and provided. Investigation summary: one (1) 12mm sleeve and the shield of a 10mm sleeve were returned for evaluation. Upon inspection of the sleeve, no damages or defects were noted; all components of the seal were found to be intact. The 10mm sleeves were not returned for evaluation. In the absence of the complete subject device, it is difficult to determine the exact root cause of the incident. All gelpoint units undergo 100% visual inspection during the assembly and packaging process. The damage to the seal may have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. Although the exact root cause of the incident could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown- "the translucent septum of 12mm trocar fell into thorax an hour after the beginning of the operation. The surgeon removed translucent septum and 12mm trocar after checking the inside of abdomen, and finished operation by using 12mm trocar of other manufacturer as the replacement. Only 5mm forceps and 10mm scope were inserted through that trocar and gauze was not inserted through it. The surgeon is well experienced in using gelpoint and never had this kind of case before, the hospital (B)(6) requests to investigate cause of this incident." Patient status - "not affected."